Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was incorrectly programmed as "paracetamol" while propofol was attached to the pump "that had been turned off." As a result, the patient inadvertently received a bolus of propofol, requiring "airway support." It was reported that "no further harm to the patient occurred." The customer is requesting enhancement to the product by adding an alert message stating, "are you sure you want to change to a different drug?" After the channel has been turned off and turned back on to program a different medication.